Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes therapy consultant via phone call that the customer was hospitalized. The customer had been hospitalized several times and recently had been in a car accident because, he blacked out due to low blood glucose levels. The customer had been using the missed bolus despite the doctor telling him not to. The customer received several no delivery alarms but was able to clear them by disconnecting and reconnecting. The customer had high blood glucose levels of 500 mg/dl. The customer treated with a manual injection. It was reported that the customer was not following FDA, cdc, and IFU guidelines. The customer declined to return the set and reservoir back for analysis. The customer was advised to call if problems persisted.